Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to verify low battery alert, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
Customer reported via phone call that the insulin pump battery did not last more than 1 week. The customer blood glucose level was 131 mg/dl. The customer was assisted with troubleshooting. Customer stated that they had to change battery on insulin pump twice a week. Customer did not use rechargeable batteries. Customer did not using previously used batteries. Customer performing excessive button pressing but in response to alarms. Customer did not perform daily rewinds. Customer stated that there been more than 5 alarms per day in history. Customer stated that the insulin pump in vibrate or vibrate and audio mode. Customer did not calling back within 1 week after previously completing low battery troubleshooting. Instructed customer to wait for insert battery alarm before inserting new battery that was not expired and was not stored in cold environment. The device will not be returned for analysis.